Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's mother called clinic to report that her son had started rejecting the left device immediately after wearing it. The mother did not report any events or medical conditions that may have contributed to him rejecting device. Re-implantation with a bone conduction device is planned for (B)(6) 2018.

Manufacturer narrative:
Damage to the lead wire of the conductive link as it might be caused by incomplete device immobilization was determined to be the root cause of device failure. This is a final report.

Event description:
The user's mother called clinic to report that her son had started rejecting the left device immediately after wearing it. The mother did not report any events or medical conditions that may have contributed to him rejecting device. The user was re-implanted with a bone conduction device on (B)(6).2018.